Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od). The surgeon removed the lens during the same surgery because the lens had an excessive vault. The lens was removed with no patient injury. The lens was exchanged for a shorter lens.